Event description:
Target was informed that during a aneurysm embolization gdc coil detached spontaneously. The coil was already placed in the aneurysm but a portion is in the vessel. This had no effect on the pt and they are doing fine.